Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that, after approx 2 months of support, the pt's pump was exchanged. Additional info provided to the manufacturer indicated that the pump was exchanged due to hemolysis.